Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 32 mm promus element¿ plus drug eluting stent was deployed successfully to the lesion. After post dilatation was performed, a proximal edge dissection was noted on the proximal part of the implanted stent. Subsequently, the dissection was covered with a 3.50 x 20 mm promus element¿ plus drug eluting stent in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient's status was stable.